Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown at this time the actual device was returned for evaluation. Visual analysis of the device revealed the 1) the array bone pin sub-assembly was not returned for evaluation; 2) the plastic ring was delaminated; 3) and the overall device surface had signs of usage. Delamination on the ring is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling. Where one subcomponent was not returned for evaluation, condition may have occurred during the cleaning/sterilization process, particularly when the components are assembled or disassembled. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the device would have contributed to the complained device issue.¿ the assignable root cause could not be determined.

Event description:
It was reported that the robotic assisted array clamp device was not engaging the thread. During an in house engineering evaluation, it was found that the device plastic ring had delaminated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.